Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2007, and alleged her one touch ultra2 meter was prompting an apply sample message. Three days earlier at 4:30pm, the pt was sweating, irritable, weak, seeing spots, and feeling like she was about to pass out. The pt attempted to test at the time of symptoms; however, she was unable to. She ate chocolate and drank orange juice after attempting to test and then visited her physician and obtained a result of 69mg/dl. She was treated with 6 glucose tablets. It would have been helpful to know her medication regimen and if it is based on the meter results, how long the pt was unable to test, the date/time her symptoms started, the time she treated herself, the time that she went to her physician's office, and whether her symptoms worsened between the attempted test and the visit to her physician. The pt reported that the sample was drawn into the test strip and an adequate amount of blood was used. The pt also attempted to use a new vial of test strips; however, the meter issue was not resolved. This complaint is being reported, the pt reported she was unable to test due to the alleged issue and the pt also claimed she was hypoglycemic. A replacement meter has been sent.